Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 20 and alarm 30) occurred. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.